Event description:
A physician attempted to insert an intercath radiopaque catheter into a patient's bracheal vein. The catheter broke and a portion of it remained in the vein. Another physician performed a cutdown, explored the vein and retreived the catheter. The patient's condition was stable as of 2/18/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.